Event description:
It was reported that stent damage occurred. The target lesion was located in the severely calcified artery. A 2.25 x 16 synergy drug-eluting stent was advanced for treatment. However, during procedure, it failed to advance and the stent was damaged. The device was completely removed from the patient's body. No known complications were reported. It was further reported that the 90% stenosed target lesion was located in the moderately tortuous left anterior descending artery. The procedure was completed with another of same device and no patient complications were reported.

Event description:
It was reported that stent damage occurred. The target lesion was located in the severely calcified artery. A 2.25 x 16 synergy drug-eluting stent was advanced for treatment. However, during procedure, it failed to advance and the stent was damaged. The device was completely removed from the patient's body. No known complications were reported.